Event description:
It was reported that during surgery involved drilling through the fibula. The drill bit was used with a drill guide. Drill bit broke at flutes. The drill bit was left in the patient.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual examination of the returned drill bits indicated that they both fractured at the flutes, confirming that stated complaint. A lab fracture analysis concluded that the drills likely failed due to a static bending overload while drilling through the fibula. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A clinical analysis indicated that per the product and engineering evaluation, the fracture was likely due to static bending overload. Since the alloy is neither bio-inert nor approved for implantation it remains unknown if corrosion, micro-motion and/or migration of the retained fragments are likely. The patient impact beyond the reported retained non-implantable foreign body cannot be determined. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery involved drilling through the fibula. Drill bit was used with a drill guide. Drill bit broke at flutes.